Event description:
This is being filed to report the atrial septal defect requiring hospitalization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to <1. Post deployment of the second clip, a small pericardial effusion was noted. After removal of the steerable guide catheter (sgc), a right to left shunt was noted and the patients oxygen level dropped. The patient was brought to the ICU under ventilation. No treatment was performed for the atrial septal defect or effusion. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported perforation cannot be determined. The reported patient effect of perforation is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The prolonged hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.na.